Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter has white foreign matter on the needle tip. The following information was provided by the initial reporter, translated from japanese to english: this is a report about fm on the needle tip of angiocath. According to the customer's report, a white fm was seen on the needle tip.

Event description:
It was reported that the bd angiocath¿ IV catheter has white foreign matter on the needle tip. The following information was provided by the initial reporter, translated from japanese to english: this is a report about fm on the needle tip of angiocath. According to the customer's report, a white fm was seen on the needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-dec-2022. H6: investigation summary bd received a 24 gauge angiocath device from lot 1181114 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and noticed a piece of teflon glued to the catheter. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the catheter pointing process. H3 other text : see h10.